Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos. The device was implanted for 12 days and 4 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. At a next step a sensing test was performed, and the device sensed the attached heart signals free of noise. The memory content of the device was inspected, thereby an increased-pacing impedance of was observed. Therefore, the impedance measurement functions of the device were tested. However, the impedance measurement functions proved to be flawless. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device was fully functional. There was no indication of device malfunction.

Event description:
This device was explanted and replaced because home monitoring was showing lead impedances greater than 3000 ohms. The physician felt that there might be a set screw issue so this device was replaced. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.